Event description:
A report was received that the patient was experiencing trouble with their stimulation coverage. There were high impedances found on several contacts of the leads and the patient was reprogrammed to get some stimulation coverage. The patient underwent an explant procedure where both of the leads were removed and new leads were implanted.

Manufacturer narrative:
Correction to the initial MDR in field b1. Analysis for lead s/n (B)(6). The complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, the lead was cleanly cut into three pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. Analysis for lead s/n 5067795 the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, the lead was cleanly cut into three pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads upn: (B)(4) , model: sc-2317-50, serial: (B)(4), batch: 5067795.

Event description:
A report was received that the patient was experiencing trouble with their stimulation coverage. There were high impedances found on several contacts of the leads and the patient was reprogrammed to get some stimulation coverage. The patient underwent an explant procedure where both of the leads were removed and new leads were implanted.